Event description:
Spontaneous call from patient. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette is not available to be returned for investigation. The event is resolved. Description of damage to the cassette: patient called to inform pharmacy that she was experiencing cassette and/or syringe issues. Stated that she was not able to inject the second syringe of diluent into the cassette for whatever reason. Went through 4 mixes before she was finally able to complete a mix successfully. This incident has not happened within the past 6 months. This patient has not reported a pump malfunction within the past 6 months. Nursing evaluation was offered to patient and patient declined. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual cassette available for investigation? No (in the garbage per patient). Did we replace the cassette? No, but replacement is in process. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver. Reference reports: mw5119075, mw5119077.